Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 16-dec-2024. The blockage was in the tubing. The blood glucose level was 573 mg/dl and the patient didn't do anything to make her blood glucose level go down but she had injection needles just in case. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.